Event description:
11-month-old patient presented to (B)(6) with signs of heart failure and severe lv dysfunction on (B)(6) 2024. Patient was then placed on pedimag lvad using temporary bypass cannulas on (B)(6) 2024 and converted to berlin heart excor apical cannula and excor arterial cannula to pedimag on (B)(6) 2024. She was transferred to (B)(6) for definitive care on (B)(6) 2024 and noted to have possible thrombus on the outflow cannula. On (B)(6) 2024 a connector washout was performed and found to have plastic delamination in outflow cannula (6 mm berlin heart excor arterial). The cannula was trimmed at that time and then returned to berlin heart. Patient currently remains on pedimag lvad support (>300 days) via the original berlin heart cannulas. She has had 1 additional connector washout for thrombus without any problems. We queried 2 other high volume pediatric vad centers to understand incidence of this delamination event. Including our own experience, there are >10,000 patient days of experience with off-label berlin heart excor cannula (excor cannula connected to a pedimag/centrimag continuous flow pump) and no occurrences of delamination over that duration of support.